Event description:
Procedure performed: laparoscopic cholecystectomy. Rep did not see this happen. Doctor informed him that the clip had scissored. Picture of the malformation was taken by the rep. Doctor stated that he sees this happen with other competitor devices but did not give a clear and concise answer if this has happened previously with the clipapplier. He fired at least 7 clips and he was holding the device between 60 ¿ 70 degrees with respect to the patient. Patient had higher bmi than normal. The placement of the patient was not ideal for the surgeon because he was not low enough on the table. The patient anatomy was difficulty. The tissue was inflame and easily bled. The specimen that clipped was an accessory vessel. It was not the artery nor the common bile duct. The patient is okay. There was no patient injury. The surgeon was not entirely visualizing the jaws upon clip formation because the jaws would be buried in inflamed tissue. The clipped was placed over dense and thick inflamed tissue that was easily irritated. There was cirrhosis of the liver. He cauterized the bleeding to stop it. The bleeding was a micro bleed was caused from any of the devices that were used in the procedure, such as the dissector. Unknown if the surgeon torque the jaws on the vessel or tubular structure. Unknown if the surgeon skeletonize the tissue while the clip was loaded in the jaws. The surgeon completed the case with the same clip applier. Additional information received via email from account manager, on tuesday, 4dec2018. I'm unsure of the torque because I mentioned, I did not see the clip fire. I haven't seen dr skeletonize with the clip applier before. Yes, he's mentioned that this has happened with other devices; however, he did not confirm that his statement was inclusive of our device even when I engaged him and asked. Additional information received via email on 01feb2019 from, applied medical acct. Mgr. Assoc. "The facility disposed of the product in question after the incident despite our initial communication of the cer process with them." Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided by the complainant, which showed a scissored clip. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Rep did not see this happen. Doctor informed him that the clip had scissored. Picture of the malformation was taken by the rep. Doctor stated that he sees this happen with other competitor devices but did not give a clear and concise answer if this has happened previously with the clip applier. He fired at least 7 clips and he was holding the device between 60 ¿ 70 degrees with respect to the patient. Patient had higher bmi than normal. The placement of the patient was not ideal for the surgeon because he was not low enough on the table. The patient anatomy was difficulty. The tissue was inflame and easily bled. The specimen that clipped was an accessory vessel. It was not the artery nor the common bile duct. The patient is okay. There was no patient injury. The surgeon was not entirely visualizing the jaws upon clip formation because the jaws would be buried in inflamed tissue. The clipped was placed over dense and thick inflamed tissue that was easily irritated. There was cirrhosis of the liver. He cauterized the bleeding to stop it. The bleeding was a micro bleed was caused from any of the devices that were used in the procedure, such as the dissector. Unknown if the surgeon torque the jaws on the vessel or tubular structure. Unknown if the surgeon skeletonize the tissue while the clip was loaded in the jaws. The surgeon completed the case with the same clip applier. Patient status: no patient injury.